Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found intermittent image due to faulty cable. In addition, dust/rust was found inside the charged coupled device due to leakage of seal.. Based on the results of the investigation, it is likely that the following led to the malfunctions: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image. The issue occurred during reprocessing. There was no patient involvement.